Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected . Multiple mdrs were filed for this event: 0001822565-2024-01843 0001822565-2024-01844 proposed component code: (mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records (x-ray images) were provided and reviewed by a health care professional. Review of the available records identified the following: ap pelvis and oblique view of the right hip. There is a right hip arthroplasty dislocation. The acetabular cup is malpositioned in a vertical orientation and appears loose. No definite fracture is identified. Bone quality is markedly osteopenic. Right hip arthroplasty dislocation with marked vertical orientation of the acetabular cup as noted. The compliant is confirmed via the evaluation of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient will need a revision in the future as devices have been in the patient for many years resulting in a possible dislocation because the cup loosened and rotated vertically. There is no additional information available at the time of this report.